Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal stent edge got lifted. The procedure was completed with a different device. No patient complications were reported.